Event description:
Stent removal - "on removal the stent wouldn't release from the kidney. On xray it was noted that the stent was encrusted and knotted in the kidney. A flexible scope was used to assist the stent being removed and the encrustation required to be broken up by laser." Patient status: "okay".

Event description:
Stent removal - "on removal the stent would release from the kidney. On xray it was noted that the stent was encrusted and knotted in the kidney. A flexible scope was used to assist the stent being removed and the encrustation required to be broken up by laser. Pt status: "okay".

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the stent had encrustation on the outside and a knot at the proximal end. The suture was missing from the distal end. The unit presented minimal encrustation on the inside lumen.engineering determined that the root cause for the encrustation may be attributed to patient physiology. The materials of the silhouette stent are not known to promote encrustation as the device has been tested for biocompatibility as an implant.this document represents our final report.